Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The patient noted the pod had fallen off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.